Event description:
It was reported that the rail came off from the stretcher while in use with a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the access door was detached from the stretcher while in use with a patient. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the access door was detached from the device. It was reported that the customer repaired the device. Customer repaired the device